Manufacturer narrative:
During performance verification testing (pvt) the complaint was confirmed, the device failed at the cassette alarm test and gave off a burning smell. The driver-printed wiring assembly (pwa) was checked and different burned components were found probable cause: defective driver pwa.

Event description:
It was reported that a plum 360 did not work and emitted a smell of burning. The product status at the time of the event was upon power on. A routine test was scheduled and the device received its last preventive maintenance on (B)(6) 2022. The event did not occur during patient use, there was no delay in therapy or adverse event and no one was harmed as a result of this event. No additional information is available.